Manufacturer narrative:
The internal complaint file #cmp-004403 has been logged for this incident for traceability. The device involved in this incident has not been returned to belmont for investigation. It was reported that the patient involved was injured but it is unknown at this time if the device caused or contributed to the injury. The user will lose the ability to infuse the patient with the device during the error. An error 208 alarm generates to alert the user with instructions to resolve the issue. Other methods of infusion can be used to infuse the patient. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of " system error #208", the rapid infuser exhibits the following alarm message: "check valve for blockage. Power off and restart. Service machine if error persists". The operator manual states the following operator action: "check that the valve is not blocked. Power off and restart. Service machine if error persists. Caution: keep the patient line clamped closed when opening the door to prevent uncontrolled fluid flow". Belmont has contacted the user facility to request additional information on the incident and alleged patient injury and requested the return of the device involved in the incident. To date we have not received any additional information, or the device from the user facility. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once additional information becomes available and the investigation is complete.

Event description:
The unit was having system error 208, valve fault in the middle of the case. It was reported that the patient involved was injured but it is unclear at this time if the device caused or contributed to the injury.

Manufacturer narrative:
The device was requested for investigation multiple times, however it was not sent to belmont for investigation. The user facility stated that they will be holding on to the rapid infuser for 1 year and it could not be sent to belmont at this time. We requested additional information from the user facility regarding the patient injury and if the device was a contributing factor on (B)(6). No further information was provided and on (B)(6) the user facility stated that no information will be released at this time. No device malfunction could be verified and the root cause could not be determined. The complaint file will be reopened in the event the device or additional information become available. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.